Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to unspecified device performance issues. A replacement surgery was performed to replace the ipp and a hole in the tubing close to the pump was observed. The device was successfully replaced. A full recovery is expected for the patient.